Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been received for evaluation. Visual and functional evaluation could not be performed. We have been unable to establish a relationship between the device and the reported event or determine a root cause on this occasion. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded in the past three years. Clinical review reports: per e-mail commination three days following the placement of the pico device, the device lost suction. The batteries were removed and replaced, however the device still did not function causing a two-day delay in treatment. Per subsequent e-mail it was communicated that ¿it was decided that it was our dressing the wound¿ was likely the issue. The treatment was continued with a new pack of dressings and a new battery pack. Responses to clinical requests were not provided and the patient impact beyond the reported could not be determined based on the limited information provided. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. The IFU has been reviewed, which details comprehensive steps to be taken in relation to the operation and use of the device, the user is advised to consult these at all times to delineate a re-occurrence of the reported event. A review of the associated risk file contains loss of negative pressure benefits as a harm resulting of device entering error state due to multiple failure modes. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that a pico pump that was placed on a wound on july 2nd lost suction. Battery pack and all lights stayed on and the patient was unable to reset it. Batteries were replaced but the lights came on again, and was unable to reset to provide negative pressure. The customer stated that the dressing remained insitu, without suction, it was attended for usual dressing appt on 6th july when whole new pack of dressings opened, new battery pack applied. There was a delay in treatment of 2 days and the wound is not healing well now, it is getting deeper again, customer stated this could be due to having reduced suction.